Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive, and there was moisture in the infrared window. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/31/2017 with the following findings: the keypad cover was intact; no damage was observed. All of the keypad buttons were found to be unresponsive to button presses. All other buttons respond to presses appropriately. The keypad cover was removed and there was no damage or contamination found under the button contacts. No moisture was observed through the ir window. A leak test was performed and revealed a case crack leak. The pump was opened and there was moisture damage on the keypad flex connector and throughout the pump casing. Unrelated to the complaint, investigation revealed a crack in the battery compartment.